Manufacturer narrative:
Field service could not duplicate. Replaced the display and monitor pcbs as the most likely cause of the event. F-10 no patient information available.

Event description:
Ventilator inoperative after being plugged in overnight.